Event description:
Hill-rom received a report from the account stating the bed exit alarm and brake not set alarm were not sounding at the bed. The bed was located in (B)(4). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.